Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were pauses on the right ventricular (rv) lead channel of this pacemaker system. Engineering analysis on device data save to disk confirmed that there was premature battery depletion (pbd). Technical services (ts) examined the presenting electrogram (egm) and found that the right ventricular automatic threshold (rvat) test had failed more times than expected, most likely due to loss of capture (loc). Other lead measurements like thresholds and impedances were stable within normal range. After further evaluation of the egm, it was determined that the pauses were loc, not oversensing. Reprogramming of outputs and sensitivity was done. Ts recommended device replacement and lead evaluation. It was noted that this patient was dependent on pacing. Subsequently, this patient was admitted to the hospital after a syncopal episode. This pacemaker, along with the rv lead, were explanted and replaced. As of today, this product has not been received for full analysis. No additional adverse patient effects were reported. Later, this product was received by boston scientific and a full investigation was completed.

Event description:
It was reported that there were pauses on the right ventricular (rv) lead channel of this pacemaker system. Engineering analysis on device data save to disk confirmed that there was premature battery depletion (pbd). Technical services (ts) examined the presenting electrogram (egm) and found that the right ventricular automatic threshold (rvat) test had failed more times than expected, most likely due to loss of capture (loc). Other lead measurements like thresholds and impedances were stable within normal range. After further evaluation of the egm, it was determined that the pauses were loc, not oversensing. Reprogramming of outputs and sensitivity was done. Ts recommended device replacement and lead evaluation. It was noted that this patient was dependent on pacing. Subsequently, this patient was admitted to the hospital after a syncopal episode. This pacemaker, along with the rv lead, were explanted and replaced. As of today, this product has not been received for full analysis. No additional adverse patient effects were reported.